Manufacturer narrative:
(B)(4).

Event description:
Procedure: breast augmentation. According to the reporter: during the case, while ligating the vessels the clip would not form completely or would sever the vessel. The clip formation appeared to be tear drop shaped. The clips slipped off the vessel, but were removed from the patient's cavity. Another clip applier was opened to continue the case.